Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience no delivery alarms. It was reported that air bubbles can be seen in the tubing. Troubleshoot was reported to be conducted. It was reported that the customer does not trust the device and insists on a new pump.